Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: the primary console is not a single use device. Approximate age of the device from manufacture date is 9 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the primary console stopped working while in use with a patient on veno-venous extracorporeal membrane oxygenation support. It was reported that the patient tolerated the exchange of the primary console. The motors were evaluated by the perfusionist, but the perfusionist was unable to identify any issues with the motors tested. No further information was provided.

Manufacturer narrative:
Device evaluation: a specific cause for the reported event could not be determined through this evaluation. The primary console that was in use at the time of the event was returned for analysis; however, the console could not be properly troubleshot as motor that was also in use at the time of the event was not returned. The user facility communicated that they could not determine which motor was in use at the time of the reported event. The account also noted that they tugged on the electrical lines of all of their motors while they were in use and the reported motor stop could not be reproduced. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.